Manufacturer narrative:
The subject ch-s190-08-lb has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject ch-s190-08-lb to identify the root cause of this failure phenomenon when omsc receives it. The ch-s190-08-lb instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The subject ch-s190-08-lb was used for a transurethral resection (tur). During the procedure, the endoscopic image on a monitor became noisy and disappeared eventually. The user replaced the subject ch-s190-08-lb with another device and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, the subject device is a loan product and was returned to olympus service operation center in order to inspection to loan another customer. As an inspection result, there was no abnormality found. The subject device has been loaned to another customer and there has been no malfunction reported after this event. The device history record was reviewed and found no irregularities. As a received information so far, it was surmised that the reported failure phenomenon, which the endoscopic image on a monitor became noisy and disappeared, was caused by temporary poor connection between the video connector of the subject device and the video system center in theory. And possible causes of the poor connection was supposed to be followings. The video connector was not securely attached with the video system center. The electrical contacts on the video connector were dirty. The ch-s190-08-lb instruction manual states that check properly and securely connection for the ancillary equipment to the camera head.